Manufacturer narrative:
An oer-3 or oer-4 was used as an automatic endoscope reprocessor (aer) at the site. The foreign object that came out of the suction cylinder was returned to olympus for evaluation. Since the scope was not returned, reproducibility could not be confirmed. Evaluation checked the appearance of the foreign object and confirmed that it was an elastic material like white rubber. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when washing the evis lucera elite gastrointestinal videoscope during reprocessing, a 1-2 cm sized piece of white rubber (elastic like silicon) came out from the suction cylinder. There were no problems with leaking. Details about the previous case was unknown and there were no problems with the suction function. The scope was reprocessed according to the instruction manual. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. A component analysis of the returned foreign matter revealed that it was silicone. Silicone substances cannot be identified from this analysis because they are used in various applications such as watertight packing, silicone adhesives, and silicone members. Additionally, reprocessing at the facility was carried out according to instructions for use, and the causal relationship with the event is unknown. Olympus will continue to monitor field performance for this device.